Event description:
Clinic reports an event where blood was seen coming from the venous chamber of a combi set. It was noted that the medication line had separated from the drip chamber completely and blood was coming from the hole where the line should have been attached. User facility report indicates that the sample is available. Clinic called on 6/29/2000 for additional info. Estimated blood loss 300cc. Event occurred 1 hr and 26 minutes into treatment. The 2008h did not alarm. The blood flow rate was 450ml/min and the venous pressure was 240. No additional adverse effects to pt. MDR filed due to blood loss.